Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle, no air or water was fed, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had white-clouded area, the paint on the air/water cylinder was peeled, switches 1 and 4 had wear, the universal cord had a scratch and a wrinkle, and the connecting tube had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution, with no delays in the precleaning and no reported abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an air/water supply blockage. The issue was observed during reprocessing and there was no patient or procedure involved with the event. The device was returned to olympus for a device evaluation and found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.